Event description:
On (B)(6) 2017, the reporter contacted animas, alleging the patient¿s blood glucose (bg) on (B)(6) 2017 was 1300 mg/dl with large ketones, abdominal pain, nausea, and vomiting. The reporter noted the patient was hospitalized and treated with intravenous fluids and insulin drip, they remained on pump therapy with replacement, and the pump¿s delivery settings were not recently changed by a healthcare provider. During troubleshooting, it was reported that the pump was programmed with only one basal program. It was reported that the pumps basal history and total daily dose basal history were appropriate for the programed basal rates; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programed; the pump was calculating recommended bolus totals correctly. There was no indication of a device malfunction. This complaint is being reported because the reported health event was attributed to a device use error.